Event description:
It was reported that a symptomatic patient presented to the clinic with chest pain. During interrogation the pulse generator exhibited inappropriate rate increase. After a device software download, normal device function resumed.